Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #30 was removed due to bone loss. Pt returns at the suggestion of her dentist who has told her that the implant at #30 may need to be removed. Pt denies any symptoms or ongoing issues. Upon exam, implant appears stable, soft tissue appears well. Deep probing pocket depth on the distal with palpable implant threads. Panoramic shows carious but distinct bone loss distally in the remnant of the extraction socket. Agree with her dentist to remove the implant, site graft with the hopes to ultimately replace. Implant had bone loss on the distal. Procedure was not completed using another implant or another device. Pt will return in 3 months time for new x-ray and to possibly have implant replaced.